Event description:
During a pci procedure, the tip of the graphix guide wire fractured. The lesion was located in a subtotal occlusion of the diagonal artery. A taxus stent was advanced over the graphix guide wire in the mildly tortuous lesion. The tip of the graphix guide wire fractured inside of the pt. During removal of the graphix guide wire, the entire distal tip of the graphix guide wire was left in the diagonal artery. The tip was subsequently removed successfully using a medtronic goose neck snare. Pta and stenting were performed successfully proximal to the diagonal artery. The pt suffered proximal to the diagonal artery. The pt suffered no injury from the event and was subsequently discharged from the hosp.